Event description:
The even involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported 2 sets have 0.2um filter leakage while chemo therapy.¿ the event occurred during infusion of chemo drugs medication. There was no obvious defects noted on the tubing set such as cracks, or breaks with 0.2 um filter leakage noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. Additionally, stating that it is unknown if there was a tear/cut noted that have contributed to leakage since the sample was discarded. The patient and nurse did not have exposure to chemotherapy drugs. There was no healthcare provider harm. Here was no further information available. There was patient involvement and no patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of sets having 0.2um filter leakage while chemotherapy could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact information ( distributor ) . (B)(4) marketing director (B)(4). (B)(4).